Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator will not pressurize. No patient harm was reported.

Manufacturer narrative:
The device was not returned for evaluation; however, a quote was provided to the customer for a field service engineer (fse) to come onsite and evaluate the device. Follow up attempts were made after providing the work order quote without any response from the customer.